Event description:
Customer stated they are failing control for bilirubin and there is a pipette leak.

Manufacturer narrative:
The customer stated they were failing ca control for bilirubin and there was a contained pipette leak on their instrument. There were no erroneous results generated or reported out of the lab. There were not injuries and no one was exposed to the leak. Iris field service engineer (fse) was sent to the customer location. The fse replaced the tubing to resolve the issue. The fse ran controls and controls passed, the system was operational.